Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed the imaging window was detached near the lap joint section. The imaging window and tip were observed kinked and the imaging core was coiled. Microscopic inspection revealed guidewire exit port deformation.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got separated at the wrap point. The separated part was also retrieved. The procedure completed with another of the same device. No patient complications were reported. It was further reported that the physician felt a strange feeling from usual when inserting the device and when removing it. When the device was removed, it was not severed, however, after touching it for confirmation, it got separated.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got separated at the wrap point. The separated part was also retrieved. The procedure completed with another of the same device. No patient complications were reported. It was further reported that the physician felt a strange feeling from usual when inserting the device and when removing it. When the device was removed, it was not severed, however, after touching it for confirmation, it got separated.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got separated at the wrap point. The separated part was also retrieved. The procedure completed with another of the same device. No patient complications were reported.